Manufacturer narrative:
G4:18mar2021. B4:21mar2021. A good faith effort was made and the customer stated that a replacement user interface assembly was ordered to be replaced onsite by the customer. The device remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. 04mar2021.

Event description:
It was reported to philips that during the annual preventative maintenance, the lcd was very dim despite being on the brightest setting. The device was not in clinical use at the time of the event. There was no report of patient or user harm. This was found during annual preventative maintenance. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the customer to replace the user interface (ui) assembly to resolve the issue and provided the replacement part information to the customer to order a replacement part.

Manufacturer narrative:
The user interface assembly was returned to failure investigation for analysis. Visual inspection revealed no evidence of damage or contamination. Testing showed the burned-out cold cathode fluorescent lamp (ccfl) backlight caused the dim display.